Event description:
Customer reported hospitalizations due to high and low blood glucose. Customer stated that in (B)(6), 2014 paramedics were called and he was hospitalized due to low blood glucose of 16 mg/dl, and was in a diabetic come for 8 days. In (B)(6), 2014 he was hospitalized due to high blood glucose, the reading at the time of hospitalization was over 800 mg/dl and dka. Customer stated that her infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.